Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a stomach biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the jaws would not open after the device was inserted into the patient. The device was removed and a metal fragment was protruding from the tip of the device. The fragment was removed and it was confirmed that the jaws would open and close. The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
The radial jaw 4 single use biopsy forceps standard capacity device was used during an egd (esophagogastroduodenoscopy) procedure. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. The account reported that there was no difficulty or resistance while inserting the device into the scope. Additionally, no biopsy samples were able to be collected with this device prior to the alleged failure.

Manufacturer narrative:
A visual examination of the returned device found that the washer tail was broken. The pull wires of the device were intact and were not broken. Additionally, no abnormalities were noted with the device riveting and welding which were within design specifications. Functionally, the device jaws were able to be opened and closed normally considering the broken washer tail. Measurements were taken of the two wire curves; both were within specification. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. During the evaluation, the washer tail was found to have separated and broken off. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).